Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision on (B)(6) 2025 due to nonunion. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to nonunion. Additional information indicates the patient was severely arthritic and poor bone quality may have contributed to the nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause cannot be determined due to the limited information provided, and no device being returned. However, it is possible the patient's severe arthritis and bone quality may have contributed to what was reported. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00086, 3011623994-2024- 00087.